Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead was informed by their doctor that this lead was "burned out". The patient decided to wait and see if the other lead does the same before any intervention is done.